Event description:
The customer reported fluid leaked at the base of the unit involving lh slidemaker. The customer noticed the red-tinge fluid during cleaning. The customer had on personal protective equipment (ppe), gloves and a laboratory coat. The customer turned the unit off. Patient results were not affected. There was no exposure to open wounds or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered a hole in the tubing through valve v-l8. The fse replaced the tubing and verified repairs per the established procedures. The unit conformed to the manufacturer's published performance specifications. Beckman coulter (bec) internal identifier for this report is (B)(4).